Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. After resetting the pump, the customer received a button alarm. Reportedly, customer was not pressing on the button. The customer applied more pressure to the wake button to resolve the issue and insulin delivery was able to be resumed. Customer's blood glucose level ranged from 270-375 mg/dl.